Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call on that the insulin pump had a frozen screen. The customer¿s blood glucose level was unknown at the time of the incident. The customer noted the screen went frozen, and none of the buttons were responding during normal use. Customer inserted a new battery, but that did not help. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. All buttons functioning properly during testing. Unit passed displacement test and self test. No frozen screen noted during testing. No damage on keypad traces noted during visual inspection. J2 lcd connector was inspected and no anomaly was noted. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.